Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that the during set-up the system is giving an error code and shutting down. There have been no interruptions in the breast biopsy. There have been no patient consequences reported.